Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an adverse event occurred. On (B)(6) 2026, the reporter called him about the patient experiencing a ¿malfunction with the sensor¿ but was unable to provide the exact error message. It was reported the patient went to the ER due to this issue. However, the reporter was unable to provide any further event details, including patient symptoms, treatment details, or length of stay in the ER. Attempts to reach the patient for further event information were unsuccessful. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.